Event description:
Patient underwent endovascular repair of celiac artery aneurysm with splenic and left gastric artery embolization and celiac to hepatic artery covered stenting. A microcatheter was used for coil embolization. A postop CT showed what appeared to be a retained piece of the catheter in the distal thoracic aorta. Patient returned to or on [redacted] and retained microcatheter was retrieved.